Manufacturer narrative:
A visual inspection of the device confirmed the complaint of the tip breaking off. Further examination showed the cutting edge of the tip has been filed flat. This condition would require the use of excessive force in order to cut. The handle has been what appears to be bead blasted as the laser marking has been taped over. The serrations of the upper jaw have been filed. The condition of the device is the direct result of improper maintenance. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The tip broke off in the patient's knee during surgery. The piece was removed and the surgery continued. No patient injury or other complications were reported.